Event description:
In 2006. Nellcor puritan bennett received a report where it was claimed that a mother experienced difficulty deflating the cuff on a 5.5pdc tracheostomy tube during routine replacement. The caller reported that the sample has been discarded and is not available for evaluation.